Manufacturer narrative:
The device has not yet been returned to microline surgical, inc. Once the device is returned, an investigation will be performed.

Event description:
A piece of the tip broke during a procedure. There was no harm to the patient.

Manufacturer narrative:
The device was returned, decontaminated, and visually investigated. Upon visual investigation, this complaint is confirmed. The device was returned with and extremely torn and damaged heat shrink.

Event description:
A piece of the tip broke during a procedure. There was no harm to the patient.